Event description:
It has been reported to philips the azurion device software was freezing. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the device software was freezing. Review of the system log file showed system warm restart. Upon remote inspection, the rse found that there was no system fault, and the issue was caused by the user operating fault, the customer accidentally initiated the system warm restart without previous symptoms of incorrect operation of the device. After end of the restart process, the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis confirmed that the user had initiated a warm restart, due to which the system was temporarily unavailable. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.